Event description:
Patient stated the v-go fals off 2 hours after he lies down. Patient applies the v-go in the morning that remains in place throughout the day, however patient finds that it has fallen off when he awakens the next morning. Patient did not provide specific dates for the events, stating that it occurs 2 to 3 times each week. Patient stated he discarded v-go's worn prior to today.